Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in moderately tortuous and severely calcified iliac artery. A 4 mm x 20 mm x 144 cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 8 atmospheres for 15 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient condition was good.

Manufacturer narrative:
Initial reporter address (B)(6). Initial reporter city - (B)(6).